Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having hospitalization. The patient also alleged severe headaches, eyes irritation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.additional information was received and section b5 should be reported as:the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to having hospitalization.the patient also alleged severe headaches, eyes irritation.there was no medical intervention required by the patient. The reported event of not getting enough automatic oxygen from the device it cause to have a stroke in eye and loose eye nerve and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section g1 was incorrect in the initial report and now has been corrected. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, eye irritation, not getting enough automatic oxygen, stroke in eye and loose eye nerve related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. External investigation revealed unknown dust/dirt contamination on all surfaces of the base unit. The device did not return with sd card or filter. Unknown dust contaminate and spotted film residue present at the air inlet where the filter would be and at the iso port entrance. Evidence of water ingress and corrosion at power connection. Internal investigation found an unknown debris in the tracks of ui panel, mineral deposits present on the top enclosure, bottom enclosure, blower housing, front panel interior, rear panel interior and motor casing suggested unknown liquid ingress. There was evidence of liquid ingress, at the p4 connector. There was unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel-o ring. A keratin-like substance found on blower box outlet, unknown dust/dirt contamination and fibers found on blower casing/impeller and blower box. Mineral spots consistent with water ingress found within device interior, blower box, motor casing, bottom enclosure and blower box housing. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found.